Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- vista nova study, patient site ID: (B)(6). It was reported that on 02 mar 2026, an unknown size navitor valve was chosen for a procedure. During procedure, the activated clotting levels were 214s, heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott valve. A newly occurring atrioventricular (av) block was noted after inserting the wire. The valve got implanted. On the second operative day, the patient received a permanent pacemaker.